Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The proximal and distal balloon folds were partially opened with blood present inside the balloon and inflation lumen. The device failed negative prep. Upon pressurisation of the balloon, a leak was noted on the balloons proximal end, over the proximal balloon marker band. Visual inspection confirmed a short longitudinal tear on the proximal pillow. Slight deformation to the distal tip was clear during visual inspection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has a previous medical history which includes hypertension, diabetes, hypelipidaemia. The procedure was prompted by angina pectoris. Physician intended to use a resolute integrity rx drug eluting stent to treat a mildly tortuous 14mm lesion in the mid lad with 90% stenosis and no calcification. The artery diameter was 2.25mm. No difficulties noted when removing the protective sheath. The device was inspected with no issues noted. Negative prep was performed with no issues. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. In order to access the lesion the physician had to cross two existing non-mdt stent proximal to the target lesion. There was no resistance observed and excessive force was not used. The lesion was pre-dilated once with a semi compliant non mdt balloon catheter at 8atm/ 15sec. 50 % stenosis remained after pre-dilation. The inflation device remained on neutral pressure during delivery of the device. After the drug eluting stent was delivered to the target lesion, balloon inflation was performed. However, the delivery system balloon ruptured on first inflation and as soon as it started to inflate (at 5-6 atm) with a sudden drop in pressure noted. It was reported that the stent dislodged in the lmt during withdrawal of the device. The stent remained in the lmt as it was not retractable, and it was fixed by implanting another stent. The device was not moved or re-positioned in the lesion prior to the burst. The procedure was completed with balloon dilation. The patient is alive with no injuries.